Event description:
The biomed reported that the nav-ring does not work, and would not advance info on the screen. There was no patient involvement when the issue occurred, no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The biomed reported that the v60 nav-ring was not moving. The service engineer replaced the front bezel to resolve the issue. The device was returned to service.